Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out unable to reach calibration temperature, not heating), expected 6 actual 30. The device had a failed mixing pump and would be coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on 22 nov 2022, the device had a failed mixing pump causing the device to fail a calibration with error 80 (water check time out unable to reach calibration temperature) due to not cooling. The root cause was determined to be caused by a failed mixing pump. The mixing pump would not generate sufficient pressure to pull water into the chiller tank allowing cooled water to flow back out into the main tank. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. A new flowmeter was installed due to failure during post repair testing. The device failed automated calibration and test system (acats) testing after repairs for low prewarm flow caused by a malfunctioning flowmeter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out unable to reach calibration temperature, not heating), expected 6 actual 30. The device had a failed mixing pump and would be coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on 22nov2022, the device had a failed mixing pump causing the device to fail a calibration with error 80 (water check time out unable to reach calibration temperature) due to not cooling. The root cause was determined to be caused by a failed mixing pump. The mixing pump would not generate sufficient pressure to pull water into the chiller tank allowing cooled water to flow back out into the main tank. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. A new flowmeter was installed due to failure during post repair testing. The device failed automated calibration and test system (acats) testing after repairs for low prewarm flow caused by a malfunctioning flowmeter.